Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pocket site was opened, and an infection was suspected. Symptom of serosanguineous fluid and bleeding were noted. Patient went to the emergency room and two sutures were added to the incision. The drainage had completely stopped, and patient was doing well.